Event description:
It was reported that while in the operating room, the super arrow-flex (saf) sheath was inserted into the patients' right femoral artery. During intra-aortic balloon (iab) insertion into the saf sheath the iab stuck, "hanged up" in the saf sheath during insertion. If we had urged, the patient's femoral artery or aorta would have injured." The iab and saf sheath were removed and another iab was inserted into the same insertion site. There was no reported patient death or injury. Medical/surgical intervention was not required. There was a 30 minute delay in iab therapy. There were no reported patient complications and the patient outcome is listed as good condition.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.